Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2022-17887. It was reported the patient¿s leads had high impedance. Surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced. The physician electively replaced the ipg as well. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.